Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed under fluro.

Manufacturer narrative:
It was reported that during the case, the robot would restart unprovoked with decreasing time intervals until the robot was eventually bailed. At first, it shut down and booted back up about an hour or more into the case. The second time, there was an unprovoked reboot at 20 minutes. The third restart occurred at 15 minutes, and the fourth at 10. When the intervals reached 30 seconds apart, use of the robot was aborted. The surgeon then switched to freehand and the surgery was completed with no adverse effect to the patient. An on-site investigation determined that the computer was failing and that all other systems were functioning normally. The computer and hard drives were replaced, and it was verified that the reported failure mode was no longer occurring. The system was then left operational. The overall risk of the system has been maintained and no further investigation is required. The following sections have been updated: b4; b6; g6; h2; h3; h6; h10.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed under fluro.